Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the leads were explanted and replaced.

Manufacturer narrative:
Correction b5: additional information received reports that only one lead migrated, therefore this lead is no longer reportable.

Event description:
Additional information received reports that only one lead migrated, therefore this lead is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient is feeling therapy delivered to the incorrect body area. Surgical intervention may be pending to address this issue.